Event description:
A customer reported that a pump experienced a malfunction, which began the previous day and persisted into the current day, resulting in a blood glucose level of 600 mg/dl. A correction injection via multiple daily injections (mdi) was administered, and the customer planned to visit the emergency room (ER) due to the high blood glucose level and lack of backup options. Multiple attempts were made by tandem technical support to follow-up with the customer on the reported ER visit, but no response was received. The pump emitted a red led blink around the button without vibrating. As a corrective action, the customer was instructed to send back the malfunctioning pump and will receive a replacement pump with updated software. Reportedly, the customer contacted the healthcare provider to obtain alternate insulin therapy.